Event description:
It was reported that during a laparoscopic roux en y, the device gave a high pitch screech and it gave an instrument error twice. Troubleshooting was completed with no results. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 11/1/2007. Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, the device was tested and no error code 5 was noted, however, due to the condition of the tissue did not cut. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep, when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.